Manufacturer narrative:
Concomitant medical products: dtmc1qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead had noise when the patient touched the device site and during arm movement. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.